Event description:
Information received from the field does not address the patient's clinical status but notes lead impedance of >3000 ohms. After device replacement, normal lead impedances were seen.